Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced pain, redness and ooze from the stoma site. The patient was advised by the physician to go to the emergency room. On (B)(6) 2022, the patient went to the emergency room for due to pain, redness and ooze from the stoma site. The patient was prescribed calvepen 333 mgs, and flucloxacillin 500 mgs twice a day for one week. On (B)(6) 2022, the patient was examined by a tcp nurse, it was reported that the patient had small ooze, crusting, and no erythema on the stoma site. The patient continues antibiotic treatment for the reported stoma site issue.